Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) failed to catch in the vessel and came out. There was no reported patient injury. The user was trained to the device, and the device was stored and prepared according to the instructions for use (IFU). There was no visual damage to the indicator wire prior to use, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18305230 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator wire-damaged loop" could not be observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) failed to catch in the vessel and came out. There was no reported patient injury. The user was trained to the device, and the device was stored and prepared according to the instructions for use (IFU). There was no visual damage to the indicator wire prior to use, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The device will be returned for analysis.